Manufacturer narrative:
Additional information: the liberty select cycler was received by the manufacturer, and the cassette compartment was empty. The used cycler set was not returned with the liberty cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that fluid was observed leaking from the cassette door of their liberty select cycler at the end of their pd treatment. It was reported that there were no alarms prior to the leak. The ts representative advised the patient to discontinue use of the cycler and a replacement was ordered for the patient. There was no reported damage identified on the cassette. The patient did not know what caused the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed that their pd nurse was notified of the fluid leak and subsequent cycler replacement. The patient received the replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. When asked about the liberty cycler set that was in use at the time of the event, the patient reported that it may have been returned with the cycler. The lot number for the cycler set could not be provided.